Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred while the pump was charging. There was no adverse impact to the customer's blood glucose level.customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A correction bolus via pump was administered to address the bg level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.